Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom through the history log, but could not reproduce it. Evaluation determined that the root cause appears to be the cracks in the upstream sensor tail pins which are known to cause false upstream occlusion and air in line alarms. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump had "consecutive upstream occlusion alarms". It was also reported that there was no patient injury.